Event description:
The clinician reported that on the day of attempted placement of the immediate dental implant in ada site 7 in the patient's mouth, the implant did not achieve primary stability in type ii bone. Another implant was not successfully placed in this site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.